Event description:
The customer reported that the mainframe steering handle was difficult to move and turn. No patient or user serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering knuckle and wheel pivot bearings were cleaned and lubricated. The system was tested and found to be working as intended and returned to service.